Event description:
It was reported that while using bd vacutainer® sodium fluoride 3.0mg n2e 6.0 mg plus blood collection tubes foreign matter was seen at the bottom of the collection tube. The following information was provided by the initial reporter: this report is about line-shaped fm at the bottom of the blood collection tube.

Manufacturer narrative:
Bd did not receive samples, but 1 photo was provided for investigation. The photo was reviewed and the indicated failure mode for foreign matter was observed. Based on a review of device history record for incident lot, all product specifications and requirements for lot release were met. There were no related quality issues during manufacturing of the product. This complaint has been confirmed for the indicated failure mode of foreign matter.

Event description:
It was reported that while using bd vacutainer® sodium fluoride 3.0mg n2e 6.0 mg plus blood collection tubes foreign matter was seen at the bottom of the collection tube. The following information was provided by the initial reporter: this report is about line-shaped fm at the bottom of the blood collection tube.

Manufacturer narrative:
H.3. A device evaluation and/or device history review is anticipated but is not complete. Upon completion, a supplemental report will be filed.